Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Internal and external inspection was performed and no issues were noted. The reported condition was verified; however the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice (hc) device was not working properly. The care giver clarified the problem as the hc device excessively draining the patient because the patient felt empty. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.